Manufacturer narrative:
Batch review performed on 30 may 2022: lot 2101944: (B)(4) items manufactured and released on 09-apr-2021. Expiration date: 2026-03-24. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event. Additional implants involved: batch review performed on 30 may 2022: gmk-sphere 02.12.0511fr tibial insert fixed sphere flex size 5/11 mm r (k140826) lot. 2011063: (B)(4) items manufactured and released on 14-dec-2020. Expiration date: 2025-11-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported. Batch review performed on 30 may 2022: gmk-sphere 02.07.1205r tibial tray fixed cemented size 5 r (k090988) lot. 2011764: (B)(4) items manufactured and released on 18-mar-2021. Expiration date: 2026-03-08. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event. Batch review performed on 30 may 2022: gmk-sphere 02.07.0035rp patella resurfacing size 3 (k090988) lot. 2102489: (B)(4) items manufactured and released on 08-apr-2021. Expiration date: 2026-03-23. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event.

Event description:
The patient came in due to signs of an infection and the pathogen is unknown. At about 8 months from primary, the surgeon planned to remove all components and implant an antibiotic spacer; however, the surgeon could not implant a spacer due to the presence of scar tissue and the tightness of the knee. The patient currently has no implants in. The surgery was completed successfully.